Manufacturer narrative:
On october 13, 2021, the mentor failure analysis lab received the device for evaluation. On october 17, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 1, 2021, mentor received additional information indicating that along with the diagnosis of bilateral capsular contracture, the implants were also found to be malposition due to the capsular contractures. Also, during the patient's explantation surgery on september 24, 2021, the patient also underwent bilateral total capsulectomy and bilateral replacement with the following devices: (left) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 9543653 sn: (B)(6) and (right) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 9543653 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered bilateral capsular contractures (baker grade IV), post-procedure. The complications were diagnosed via physical examination. As a result, the patient was scheduled for bilateral removal and replacement with two mentor gel implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.